Event description:
This rv lead was capped due to oversensing, pacing inhibition and an insulation breach.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.